Event description:
It was reported that the patient presented to the clinic for lead evaluation. Externalized conductors were observed via fluoroscopy. Lead to be monitored.

Event description:
New information notes that the lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 30.3-31.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 47.3-47.4cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 9.6-10.1cm and 11.6-13.0cm from the distal tip. The etfe coating was intact at these locations.